Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a hip arthroscopy, the rasp xl broke off inside the joint. It was necessary to use a grasper in order to remove the piece that remained inside the patient. Surgery was resumed after a non-significant delay, but it is unknown how the problem was resolved. No further complications were reported. Patient's health status is stable.

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the device imaged is broken at the distal tip. The image also confirms the reported product number and lot number. One undated photo of the device was provided for review and confirm the reported breakage. No relevant supporting clinical information has been provided to assist with a clinical investigation. Per case details the broken rasp xl was retrieved from the patient. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.